Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/13/2020. Additional h3 device evaluation summary: an opened box with three unopened samples of product code 4999, lot # pch509 were returned for analysis. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number pch509, and no non-conformances related to the reported complaint condition were identified. Representative samples returned to support investigation of device issues captured in reports 2210968-2019-90988, 2210968-2019-90989, 2210968-2019-90990. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the three devices involved in this event from product code 697g? Please provide the lot number if available? Note: events reported in 2210968-2019-90988, 2210968-2019-90990.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke away from thread. The procedure was completed successfully with no adverse patient consequences reported. No additional information was provided.